Event description:
Additional information was received which indicated that the event happened while setting up the pump.

Manufacturer narrative:
Other text: additional information was provided in b5. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. During error history log review, related evidence was found that pump turned off, power down and pump turned on. Nda testing was performed as per fm-dp-20085-07. Battery loss alarm test performed: pump ran 2min 30.54sec, pump alarmed 2min 31.05sec, stop watch #6722 test: passed fm-dp-20085-08 performed. The reported issue could not be duplicated; however, the downstream occlusion sensor was replaced as preventative.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited continuous beeping with no message. No adverse effects reported.